Event description:
Tissue expanders were implanted bilaterally on (B)(6)2008. On (B)(6)2008, it was noticed that the tissue expander (B)(4) in the patient's left breast had deflated. This expander was replaced with another tissue expander on (B)(6)2008.

Manufacturer narrative:
The patient was the initial reporter. Because of this, her identity has been kept confidential. Her name and phone number are kept on file at sientra. A follow-up was done with (B)(6) as the secondary reporter. His address is: (B)(6).